Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a pericardial effusion and pleural effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). After an unreported interval of time, the patient experienced a pericardial effusion and pleural effusion. No further information on the status of the patient is available.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2023 used as event date is unknown.